Event description:
It was reported that during a laparoscopic cholecystectomy, the clip appliers were not firing properly. Applier jammed on 2 separate occasions. There was no patient consequence.

Manufacturer narrative:
Instrument a: empty. Instrument b: empty, broken jaw. The analysis results for the el5ml instrument (a) found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. However, the orange indicator did not show up completely. No testing could be performed as the instrument was returned empty. The analysis result for the el5ml instrument (b) found that it was returned empty and locked out; in addition, the jaws were found to be broken at the bifurcation. The instrument is designed to lockout when all the clips have been fired. No further testing could be performed due to the returned condition. A preliminary investigation has been initiated for the broken jaw at bifurcation finding. While we were able to recreate the reported event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.our manufacturing batch history review identified that a double fed issue was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final product quality release criteria was met before this batch was released for distribution.